Event description:
The complainant reported the patient was on impella cp support and during the implant, intra-aortic balloon pum/ (iabp) was removed over a 0.018 wire and the 14fr x 13cm sheath was placed. While the patient was in the unit their groin was bleeding and a large hematoma was noted. The doctor made the decision to replace the impella. Groin bleeding was controlled. A new impella was implanted in the left femoral. The doctor felt that upon removing iabp, a vessel was struck and broke off some calcium which caused the bleeding. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation has been completed. No product was returned. The root cause of vascular damage was most likely use issue since upon removing iabp, a vessel was struck and broke off some calcium which caused the bleeding.

Manufacturer narrative:
Investigation results were provided in the initial manufacturer device report 1220648-2025-27807. The following codes were added to reflect the investigation findings h6 codes 3221 and 4315 were reported incorrectly on manufacturer device report 1220648-2025-27807. New code was added to type of investigation, investigation findings, and investigation conclusions.